Event description:
It was reported to philips that the device issue was described as follows: "the machine is not shocking always when used by some of the doctors and staff in our ICU. Full assessment of the unit will be done." The device was reported as being available for clinical use at the time of the event. There was no report of patient was harm or adverse patient impact. There was no report of immediate clinical action taken to prevent serious injury or death.